Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the compressor leaking. Additional malfunctions were the pilot valve leaking, the o-ring leaking, the tywraps on the compressor and sieve beds being defective, and the heat exchanger leaking.